Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer addressed alarms by changing out supplies and resuming insulin delivery prior to call tandem technical support (cts). Reportedly, the customer was using apidra insulin. Cts educated customer on cartridge/insulin labeling. Customers blood glucose was 302 mg/dl at the time of event.